Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and patient received pericardial centisis. The right ventricular (rv) lead exhibited placement difficulty. The lead was repositioned and remains in use. The right atrial (ra) lead and implantablepulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.